Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was kept in its box in the hospital consignment since (B)(6) 2018. After taking out the box from the hospital shelf on (B)(6) 2018, it was observed that the cardboard storage package was well sealed. However, after pulling the white cord to open the box, both internal sterile packages were found unsealed and opened. In addition, the patient stickers were missing. The pacemaker was not implanted and returned for analysis. Preliminary analysis revealed that the pacemaker has been manufactured and delivered according to all applicable procedures.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was kept in its box in the hospital consignment since (B)(6) 2018. After taking out the box from the hospital shelf on (B)(6) 2018, it was observed that the cardboard storage package was well sealed. However, after pulling the white cord to open the box, both internal sterile packages were found unsealed and opened. In addition, the patient stickers were missing. The pacemaker was not implanted and returned for analysis. Preliminary analysis revealed that the pacemaker has been manufactured and delivered according to all applicable procedures.